Manufacturer narrative:
(B)(4). The incident device was discarded by the site and was not returned to covidien for evaluation. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that when the grounding pad was removed from the patient's right thigh following the ablation procedure, a 2nd degree blistered burn was noted. The burn was cleaned with saline and ointment was applied. The patient was repositioned during the procedure and the pad site had been checked each time. No problems were detected. Additionally, the patient perspired during the procedure. The incident grounding pad was discarded by the customer.